Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, after an acl procedure, the suture is believed to have caused rash like skin irritation with sever itching at closure sites. The doctor has witnessed these reactions post-operatively after orthopedic acl replacements/repairs. There was tissue damage as a result of this issue due to the inflammatory reaction in the subcutaneous tissue along the entire suture line. Noticeably raised or papular type of rash with patient experiencing very intense itching. The inflammation occurred 14-21 days post-op. The rash is described as being approximately 1cm in diameter from the wound and red, papular and indicated the patient complained of intense itchiness. Some patients were treated with prophylactic abx, but no infections were noted or confirmed. The physician did note the male patient who was treated with the absorbable sutures in question for carpel tunnel repair who required an MRI which showed the presence of an inflammatory response in the sq tissue; this required re-operation approximately 6 months after the initial surgery. The physician confirmed there was no infection present with this patient.